Event description:
It was reported a male patient. Initial left anatomic shoulder implanted on an unknown date, who underwent a conversion of an anatomic to a reverse shoulder on an unknown date, underwent a revision of a reverse to an exactech tornier on (B)(6) 2023. There were no surgical delays. No x-rays or device images were provided. The patient was last known to be in stable condition during the event. No further information. The conversion of an anatomic to a reverse shoulder on an unknown date was reported under #1038671-2023-00990. Concomittants: 320-15-07 sup/post aug plate, l rs glenoid baseplate. 42 liner.

Manufacturer narrative:
D10: concomittants: 320-15-07 sup/post aug plate, l rs glenoid baseplate. 42 liner. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6 MDR section codes updated/corrected: a, b, c, d, g the revision reported was likely the result of compression screw fracture as reported. However, compression screw fracture cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and images, radiographs, and relevant clinical information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.